Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported burnt spot in the lcd in the lower right which was confirmed/reproduced during evaluation. Evaluation observed burn damage to lcd panel. The liquid crystal device (lcd) was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced burnt spot in the liquid crystal device (lcd) in the lower right. There was no patient involvement. No additional information is available.